Event description:
It was reported that the patient experienced an inadequate stimulation due to high impedances on the leads and the leads had migrated down. The patient underwent an scs (spinal cord stimulator) system replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to high impedances on the leads and the leads had migrated down. The patient underwent an scs (spinal cord stimulator) system replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.